Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was only one lead wire connected to the implanted neurostimulator (ins) that was most recently implanted ((B)(6) 2021) because the other lead pulled out and had migrated down two inches.  No symptoms reported.  The patient was redirected to see their doctor to address this.  No device issues were reported with the ins.